Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 09/10/2014 with the following:a review of the pump¿s black box history showed that multiple errors, alarms, and warnings were recorded on (B)(6) 2014. Visual inspection revealed that there was moisture behind the display lens. During testing, the pump powered on with audio tones and vibrations function. Due to internal moisture contamination the display was blank. The pump case was removed and evidence of moisture contamination was found inside the pump on the display flex cable and connector. The call service alarm issue was observed in the pump history, but was not able to be adequately investigated due to the blank display and internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.